Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the year before the call, she experienced a blood glucose level of 16 mg/dl. Customer stated that she was treated by paramedics. Blood glucose level at the time of the call was not provided. The insulin pump was not replaced or returned for analysis.